Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that it was unknown why the partial lead was left in patient and that they were currently waiting for a referral so that they can speak to a doctor about having it removed. No further complications were noted or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that he patient was so skinny when the device was implanted and so the ins battery was sticking out under their skin. Patient further reported that they go the ins removed sometimes in 2006 because the patient was doing better and did not need it anymore. It was also reported that part of the lead was left in patient. No symptoms were reported and no further complications were noted or anticipated.